Event description:
Customer called to report high blood glucose. Customer changed the set every three days, however, the customer did not prime until the insulin exited. Also stated that the customer did run the prime to take up the slack in the driver arms, but the insulin did not exit. Troubleshooting was performed. The insulin did not exit. Device was not dropped, bumped, or exposed to moisture.